Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
(B)(4). Preliminary visual and dimensional evaluation revealed a tear along the entire length of the sheath shaft, distal tip damage, and light scratches along the sheath. During dimensional analysis, liner thickness measurements were found to be within specification. Investigation is ongoing.

Manufacturer narrative:
(B)(4). No functional testing could be performed due to the condition of the returned device (expanded, liner torn and distal tip damaged). On the manufacturing floor, all sheaths are inspected for kinks, bends, and mechanical damage. These inspections during manufacturing support that it is unlikely that a manufacturing non-conformance was the cause of the complaint. The complaints for liner tear and distal tip damage were confirmed. Based on the historical reports and examination of the returned device, it is likely that patient/procedural factors (moderate calcification) may have contributed to the events. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the liner tear and vessel dissection may be related to calcification not fully appreciated on pre-procedural imaging and/or device manipulation. No manufacturing non-conformances or IFU/training inadequacies were identified. Review of complaint history for (B)(6) 2015 did not reveal that the occurrence rate exceeded the control limits for this failure mode. Therefore, no corrective or preventative actions are required.

Event description:
Upon removal of the 18fr esheath, there was a lot bleeding. The esheath appeared damaged, as if the seam had broken at the transition point between the partially to fully expandable section. In order to repair the vessel tear, an 8mm dacron graft was placed as an interposition graft, ¿as the vessel was severely damaged¿ at the sheath insertion site. Post repair, fluoro run off and distal pulses were good. The access vessel minimum luminal diameter (mld) was 6.5mm, and there was moderate calcification and no tortuosity. The vessel was pre-dilated up to the 22fr dilator. No damages were noted during inspection of the esheath prior to use. The physician reported having some difficulty during the insertion of the esheath into the vessel.